Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000088371. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06946. It was reported that patient experienced discomfort at the ipg as the battery is very loose in the pocket and protruding out. It was noted that patient experienced a fall. Lead diagnostics showed that contact 7 has a high impedance. Although reprogramming provided effective therapy the ipg is unable to enter MRI mode due to the impedance issue. Surgical intervention was undertaken wherein the system was explanted and replaced with a competitor system.